Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 44 mg/dl, 59 mg/dl, and 436 mg/dl. Customer was feeling weak, so she took half a glucose tablet and obtained a reading of 44 mg/dl. Customer then took the other half of the tablet and obtained a reading of 59 mg/dl. Customer took another half of a glucose tablet and obtained the reading of 436 mg/dl. After this reading, the customer drank a bottle of water. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.